Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: patient was doing well, however,after 2 days from the post operation,the patient bleed at the jejunojejunostomy site. As such, the patient needs to be transfused. Patient involved. Age: (B)(6). Additional information received via email 1. How much blood loss was there? 900ml. 2. Was there a reoperation? No. 3. Were there any infections present? No. 4. What was done to address the product problem? Post operation bleeding. Patient stop bleeding it after that 2 days bleed. 5. Was any reinforcement material used in conjunction with the stapling device? No. A. If yes, I. What was the brand of the reinforcement material used? Ii. What was the item code and lot/serial number of the reinforcement material? 6. When will the device be returned? No, disposed. 7. How is the patient currently? Discharged. 8. Was there any unanticipated tissue loss as a result of this problem? No. 9. Was there any tissue damage as a result of this problem? No. 10. If yes, describe the damage and provide details on how the damage was treated/corrected. 11. Was the damage irreversible? No. 12. Was surgical time extended by more than 30 minutes due to the product problem? No13. Did anything fall into the patient's cavity? No. 14. If so, was it retrieved? 15. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) No.